Manufacturer narrative:
(B)(4). Bard MDR#: 1018233-2011-00037. MDR ref #: 9617613-2011-00006 (pelvisoft) 9615742-2011-00021 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report (B)(4) for an avaulta anterior support system.

Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.